Manufacturer narrative:
(B)(6). Supplemental record will be submitted once the investigation has been completed.

Event description:
It was reported by customer during inspection that cardiosave intra aortic balloon pump (iabp) had failed the leak test. Inspection confirmed that the safety disc membrane test failed. There was no patient involvement.